Event description:
Heater alarmed; visual inspection revealed melted wire connection on heated wire cable. The fisher paykel unit was on a hamilton galileo ventilator. Wire position was noted to be placed away from exhalation valve on ventilator. The heated humidification system was in place three days.